Event description:
Reportedly, an individual was sitting next to a sharps container, when it opened, a needle fell out of the container and stuck in the person sitting next to the container. The hosp has reported no pt injury occurred.